Event description:
It was reported the coil encountered resistance during insertion into microcatheter and broke. There was no clinical consequence to the patient as a result of this event.

Manufacturer narrative:
Based on the results of the device history review (DHR) review, there is no indication that the device, labelling or packaging failed to meet its specifications when released. Inspection of the returned device found the main coil was damaged (stretched and suture damage), the delivery wire was kinked and friction was felt when the coil was advanced through the sheath during functional testing; no other anomalies were found. No break/fracture was observed during inspection of the main coil as previously reported. Based on results of the investigation and available information, the reported coil broken/fractured was not confirmed. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported the coil encountered resistance during insertion into microcatheter and broke. There was no clinical consequence to the patient as a result of this event.